Event description:
A greenfield filter was implanted on (B)(6) 2019. On (B)(6) 2010 it was noted via a CT scan that the filter was tilted. Ivc filter at level of l3-l4 was noted. Tilted anteriorly and abutting ivc anterior wall. Extra-luminal fangs seen, one abutting l4 vertebra and other on right abutting psoas muscle. No patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2019. On (B)(6) 2010 it was noted via a CT scan that the filter was tilted. Ivc filter at level of l3-l4 was noted. Tilted anteriorly and abutting ivc anterior wall. Extra-luminal fangs seen, one abutting l4 vertebra and other on right abutting psoas muscle. No patient complications were reported. It was further reported that the patient was implanted on (B)(6) 2010 with a greenfield filter. A CT scan was performed on (B)(6) 2019.